Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication orders were not showing up under patient profile. A technical support specialist (tss) checked in myqlink and found two profiles for the patient, with only the temporary profile currently active, while all medication orders had been sent to the non temporary profile. The tss informed and advised the customer to coordinate with the pharmacy to activate the correct (non temporary) profile. Since no medications have been sent to the temporary profile, the customer may need to override the medication orders if necessary to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 orders were not showing on patient profile. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.